Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.device manufacture date: unknown.

Event description:
It was reported that an unspecified bd phaseal optima injector disconnected and blood leakage occurred. There was nor report of a patient impact. Tacrolimus became disconnected from cvc lumen. Optima injector and connector were used, with blue clamshell over top. The tubing disconnected from the female end of the optima and blood was coming out. The blue clamshell remained in place. Pt clamped cvc lumen and called for nurse. Disconnect happened between the injector and tacro runner tubing. The injector still connected to the connector, which was connected to microclave of cvc lumen. Tacro bag was last changed at 1723 on (B)(6) 2021. Ns runner change date/time is not clear per documentation.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that an unspecified bd phaseal optima injector disconnected and blood leakage occurred. There was nor report of a patient impact. Tacrolimus became disconnected from cvc lumen. Optima injector and connector were used, with blue clamshell over top. The tubing disconnected from the female end of the optima and blood was coming out. The blue clamshell remained in place. Pt clamped cvc lumen and called for nurse. Disconnect happened between the injector and tacro runner tubing. The injector still connected to the connector, which was connected to microclave of cvc lumen. Tacro bag was last changed at 1723 on 9/28. Ns runner change date/time is not clear per documentation.